Event description:
Boston scientific received information that during a device changeout, this right ventricular (rv) lead and new implantable cardioverter defibrillator (ICD) exhibited high out of range pace lead impedance measurements greater than 2,000 ohms and varying sensing values from 3 millivolts (mv) to 14 mv. Boston scientific technical services (ts) advised to remove the lead from the device header and reinsert lead to make sure connection was good and advised replacing the lead if the observation persisted. Additionally, the lead was tested on a pacing system analyzer (psa) and a high impedance measurement was observed as well as oversensing. The rv lead was surgically abandoned and replaced. The ICD remains in service. Additional information indicated that the cause of the observation was not determined. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.